Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation determined a conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other indeflators are filed under separate medwatch reports.

Event description:
It was reported that during an intervention, four indeflators did not hold pressure during device inflation. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another indeflator was used to complete the procedure. No additional information was provided.